Manufacturer narrative:
(B)(4).

Event description:
On 28oct2020 during a literature review search in japan, a journal ¿the japan contact lens society, 2020, volume 61, no. 4, pp. 123 to 131¿, study titled, ¿contact lens-related microbial keratitis in gelatinous drop-like corneal dystrophy¿ indicated the study subjects involved were wearing acuvue® brand contact lenses. All the study subjects were initially examined and diagnosed with microbial keratitis during 2002 to 2018. During the sixteen-year study period, several study subjects experienced multiple events. The patient (pt) (study ID 7, first event), was reported wearing the acuvue® brand contact lens with an unknown lot number. The date of the event was not provided. The study indicated the pt was also diagnosed with ¿deposition¿ (affected eye unknown). It is unknown if a corneal scraping was performed. The contact lens culture was negative. The pt was treated with a steroid installation of fluorometholone 0.1%. The pt was also treated with levofloxacin, fluorometholone, voriconazole, and fluconazole. Additional treatment included: penetrating keratoplasty (pkp1), lamellar keratoplasty (lkp2), keratoepithelioplasty (kep1), limbal transplantation (lt1). No additional medical information was provided. No additional information is expected. The suspect product is not available. The lot number is unknown. No additional investigation can be performed. If any further relevant information is received, a supplemental report will be filed.